Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, there was no image due to defective connector. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. The device delivered more than 10 years ago. It was presumed that the video connector receiver was damaged after repeated use for a long period of time. Due to this effect, the electrical contacts became unstable, and no image was displayed.